Event description:
An orsiro mission drug-eluting stent system was selected for treatment. After pre dilatation, the orsiro mission was introduced but did not progress beyond the bend in front of the lesion. The device became stuck in the guide extension and did not move anymore. The device was retrieved together with the guide. Another stent was used to complete the intervention.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end (i.e., bent outwards and everted). Outside of the deformed zone the crimped diameter of the stent complies with the specification. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Dried contrast medium was found inside of the inflation lumen indicating the application of negative pressure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The inner diameter of the nipro guideplus ii st guiding extension catheter is 0.052 inch and does therefore not meet the requirements specified in the orsiro mission IFU (? 0.056 inch). The root cause for the complaint event is therefore most likely related to the guiding extension catheter used in the intervention.